Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the service code 204 in the patient's download was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
During a review of a (B)(6) old female patient's download, zoll lifecor customer support identified a service code 204. The patient's electrode belt was replaced.